Manufacturer narrative:
On 22-jul-2025: product return was received and identified as a non-genuine oral-b product. It was not manufactured under p&g control.

Event description:
Brush head fell off in my mouth - oral-b [device breakage]. Product counterfeit- oral-b [product counterfeit]. Case narrative: consumer stated on phone that oral-b brush head fell off in their mouth while they were brushing. No injury was reported. On 22-jul-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.